Manufacturer narrative:
Manufacturer evaluation of the instrument logs information documented in the adverse event information form showed that: the affected run was run 196 comprising 10 slides and executed on ssa2, which started at 09:36am on 12 october 2020, and completed at 11:25am, on (B)(6) 2020. The run events for run 196 suggest that slides 1 and 2 were likely the negative, and positive control slides respectively. Information as to the staining quality on slides 1 and 2 was not available. Events indicating an unexpected (larger) reagent volume was detected in several containers of the detection kit with upi kit_16599130 were recorded during run 196. However, the run completed successfully, which suggest all scheduled reagent dispenses occurred with the specified volumes (150 l). The root cause of the unexpected reagent level determinations could not be established from the information available. Likely root causes include: dirty aspirating probe (ap); bent ap or poor ap calibration to the reagent container positions; shaken reagent containers (i.e. Bubbles in the containers) and additional reagent pipetted into the containers by a user. The service logs indicate that no other event(s) were recorded during run 196. As the samples involved in this event were fresh frozen, no preparation protocol (e.g. Bake and dewax) was used and no heat induced epitope retrieval (hier) protocol. The antibody used in run 196 was *melan a (a103), which is a ready to use antibody manufactured by leica biosystems (B)(4). The staining protocol used was "red", which is a custom protocol created on 8 october 2015. The information available suggests that the "red" protocol has been validated by the laboratory; and has been used since 2015 with no report(s) of any adverse staining impact until (B)(6) 2020. The "red" protocol steps are similar with the steps of the *ihc protocol j (the manufacturer recommended protocol for *melan a (a103) antibody). However, all incubation times have been significantly reduced except for the *hematoxylin step, which was almost tripled in duration. The facts indicate that the *melan a (a103) antibody was not used in accordance with the manufacturer recommendations, which contains the following recommendations: precautions (p 3), "retrieval, incubation times or temperatures other than those specified may give erroneous results. Any such change must be validated by the user." Intended use (p. 2) "[...] Melan a (a103) monoclonal antibody is intended to be used for the qualitative identification by light microscopy of human melan a molecule in formalin-fixed, paraffin-embedded tissue [...]." Instructions for use (p. 4) "the recommended staining protocols [...] Ihc protocol j when using bond polymer refine red detection. Heat induced epitope retrieval is recommended using bond epitope retrieval solution 2 for 20 minutes." Information and images obtained during the site visit by the fas show that the covertiles were dirty. Dirty covertiles are known to impact the controlled flow of reagents under the covertiles, and hence the amount of time the reagent is in contact with the tissue sample as detailed in section 2.6.2 of the leica bond 5.1 user manual. Section 12.3 of the leica bond 5.1 user manual contains the following warning: "clean covertiles after each use (the leica biosystems covertile cleaning rack can be used for this). Covertiles can be reused up to 25 times provided they are not damaged or heavily discoloured, and provided they are cleaned properly. Discard covertiles if damaged or if staining quality deteriorates." Preventative maintenance service for this instrument was last completed on july 2019. The manufacturer recommended interval for preventative maintenance service is every 12 months. No other onsite service activities have been provided by leica biosystems between july 2019 and september 2020 for bond-max automated stainer serial number (B)(4); and the instrument is not on a leica biosystems service contract. The bond aspirating probe cleaning system (kit) was last used in june 2019. The manufacturer recommends that the bond aspirating probe cleaning system is used every 300 slides. These findings are consistent with the unexpected reagent levels recorded during run 196 and suggest that the instrument is not well maintained. Review of the run events and service events from the affected staining run (run 196) found that the instrument functioned as designed on (B)(6) 2020. The root cause of the "staining issue", reported by the complainant on (B)(6) 2020, could not be determined from the information available. Factors, which may have contributed to the sub-optimal staining reported from run 196 include: not using *melan a (a103) antibody in accordance with the intended use detailed by the manufacturer (leica biosystems newcastle) in the instructions for use for this reagent. The regimen for cleaning the covertiles and aspirating probe cleaning was not in accordance with the recommendations of the instrument manufacturer. Preventive maintenance for the instrument was not performed in accordance with the time interval recommended by the instrument manufacturer.

Event description:
The complainant contacted leica biosystems and reported a "staining issue", involving bond-max automated stainer serial number (B)(4). A leica north america technical support center applications specialist documented that, "customer ran 2 patient stains. Impact to patient dx has been noted. Customer had to re bx customer preforming [sic] ihc on mohs patient." On 19 october 2020, the assigned leica field applications specialist (fas) visited the laboratory in order to both provide support to the customer, and to obtain further information regarding the circumstances involved in this event. The fas documented the following information: the bond controller and bond-max serial number: (B)(4) were found to be in "good condition" upon inspection. Preventive maintenance (pm) was last performed in july 2019. The probe cleaning kit has not been used since june 2019. "After speaking with the pathologist, it was confirmed that the patient did have to undergo a second biopsy." No issue(s) was evident in staining runs executed either prior or subsequent to execution of the affected staining run (run 196). No instrument error(s) was observed in the logs evaluated on-site. The covertiles were found to be "dirty". The fas also document the following, "troubleshooting actions for recommendations: "address the covertiles cleaning and recommend preventative maintenance service being completed soon." On 21 october 2020, leica biosystems (B)(4) received information from the assigned leica senior application specialist at advanced staining that re-biopsy of one (1) patient had been performed on (B)(6) 2020. The initials and gender of the patient were provided.